Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping after changing the infusion set. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the frequency of beep anomaly was every 4 minutes. Customer stated that the buttons were neither pressed nor accidentally pressed. Customer stated that the notification light did not blinking. Customer stated that there were nothing nearby that beeps. The device will not be returned for analysis.